Event description:
Clinical adverse event received for stiffness with < 90 degrees flexion. Is this event related to the study device? Related. Is this event related to the study procedure? Related. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).